Manufacturer narrative:
According to the limited information received, the active electrode was incorrectly inserted at first implantation and the patient never had good access to sound. Also, migration of the active electrode array might have occurred, as the electrode array was reportedly visible at eardrum during surgeon's visit. Furthermore, since 2007 in-situ measurements have shown a damaged active electrode and a rapid increase of the ground path impedance, which is most likely due to a damage of the reference electrode. However, no root cause can be determined for these issues, as the device has not been received for investigational purposes.

Event description:
The device was reportedly not implanted correctly in 2006 (incorrect position of the electrodes). The patient never had good access to sound with the device and performance is bad: intelligibility was absent initially, legibility was present only on syllables. The patient also began to feel pain due to "blowing" cold air in (B)(6) 2016. The pain was successfully treated but then the doctor claimed that the electrode was visible at the eardrum. The device has been explanted on (B)(6) 2017, but it has not been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was reportedly not implanted correctly in 2006 (incorrect position of the electrodes). However, implant registration card is not available to confirm how many channels wer left extra-cochlea. The patient never had good access to sound with the device. The patient also began to feel pain due to "blowing" cold air in (B)(6) 2016. The pain was successfully treated but then the doctor claimed that the electrode was visible at the eardrum.